Event description:
The customer reported via phone call that there was battery acid all over the top of the insulin pump. Customer changed the battery on sunday. Customer stated that they were sitting down and the check blood glucose alert went off. Customer took the pump out of their pocket and the battery cap fell off. Customer stated that there was corrosion on the battery and in the compartment. Customer's blood glucose was 233 mg/dl. Customer stated that the battery cap broke off and they cannot find the piece. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a failed battery test alarm due to corroded battery tube threads. The insulin pump had a broken battery cap, cracked battery tube threads, a cracked reservoir tube lip, and minor scratched lcd window.